Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose level was not impacted. Troubleshooting did not occur with tandem's technical support as the alleged issue occurred in the past and the customer changed the supplies.